Event description:
A nurse reported syringe's needle connection was damaged and separated when oil was injected during a vitrectomy surgery. There was no report of patient harm. Additional information received that the product was replaced an the procedure was completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported syringe's needle connection was damaged and separated when oil was injected during a vitrectomy surgery. There was no report of patient harm. Additional information received that the product was replaced an the procedure was completed.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Complaints are reviewed and monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. The customer reported that the needle connection of the syringe in their pak was damaged and separated when oil was injected. The unused viscous fluid control (vfc) tubing set with the small part tray was returned and visually inspected. No silicone oil was in the syringe barrel and the gray tip plunger. The 25 gauge (ga) cannula was not returned. The tips of the 23ga and 20ga were intact. The syringe plunger without the plug at the bottom (not built in the pak) was also returned. 1000 cst silicone oil was filled into the syringe. The vfc tubing set was tested using the console. The light emitting diode (led) rings on the console turned green as the gray connector was engaged to the console indicating the proper communication between the connector and the console. The plunger performed smoothly; radio frequency identification (rfid) connection to the console and the syringe to the adaptor/tubing securely engaged, not detached. The pressure was stable in both injection and extraction settings. The sample met specifications. The investigation results were unable to confirm a malfunction associated with the customer¿s reported event. The root cause of the customer's complaint could not be established; the returned sample met specifications. No contributing factors could be identified that could cause the customer¿s experience. After the investigation of this complaint, it has been determined that this sample met specifications. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).